Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer continued to use the pump, however a replacement pump was sent to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.